Event description:
Per information provided by patient's attorney: (B)(6) 2011 - patient was diagnosed with epigastric and umbilical hernia thereby underwent open repair with the implant of two ventralex mesh (device #1, #2). Per operative notes, ¿an epigastric herniating tissue was dissected free from surrounding tissues. A ventralex mesh (device #1) composite in nature with straps was then placed into the abdominal cavity. The umbilical hernia was then repaired by placing suture through one side of the fascia, through the upper layer of the mesh and then through the opposite fascia. A ventralex mesh (device #2) was then placed.¿ (B)(6) 2013 - patient was diagnosed with erosive esophagitis thereby underwent esophagogastroduodenoscopy. (B)(6) 2014 - patient was diagnosed with chronic abdominal pain secondary to adhesions thereby underwent laparoscopic repair. Per operative notes, ¿the omentum was densely adherent to two pieces of mesh (device #1 & #2), one at the navel and the other at the epigastric site. The dense omental adhesions were separated from the overlying ventralex meshes and all adhesions were taken down." (B)(6) 2015 - patient was diagnosed with epigastric abdominal pain and gastroparesis thereby underwent esophagogastroduodenoscopy. (B)(6) 2015 - patient was diagnosed with abdominal pain thereby underwent laparoscopic and open repair with the removal of meshes (device #1 & #2). Per operative notes, ¿the omentum adhered to periumbilical mesh was lysed. The mesh was mobilized laterally, dissected the fascia free from the mesh and primary piece of mesh (device #2) was removed. The epigastric piece of mesh (device #1) was also removed. The hernia defect to the left upper portion was closed with sutures.¿ attorney alleges that the patient had adhesions, pain, emotional injuries and removal surgery.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 4 years post implant of ventralex mesh, patient was diagnosed with adhesions, fibrosis and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesion and pain as possible complications. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-mar-2011) is considered to be a best estimate. This emdr represents the mesh ¿ ventralex (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.